Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's anatomy in a different position than desired with brainlab navigation involved, although: the deviation of the two k-wires placed with the aid of navigation was detected and corrected by the surgeon before finalizing the surgery (k-wires removed, and pedicle screws inserted without aid of navigation). At the end of the surgery, all screws were in their correct final positions as intended, the final outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure due to the deviation placements. There was no actual harm/negative effect to the patient reported due to the deviating placements (besides the extra drill holes made), also not due to surgery/anesthesia prolonged by about 1 hour. There were no further remedial actions necessary, done or planned for this patient due to the deviating placements; hospitalization was not prolonged either h6: according to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of two k-wires placed caudal to intended trajectory by ca. 3-4 mm with aid of navigation is: a de-calibrated non-brainlab c-arm that was used to acquire the pre-placement patient scans with automatic image registration of the current patient anatomy to the navigation and accepted by the user for this procedure. Test scans performed by a brainlab support member after the procedure revealed a deviation of the anatomy registration to navigation of >2.5 mm. The magnitude of observed placements deviation in this case is in line with this finding, indicating that the scanner became de-calibrated before the surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration result in the navigation. Possible contributing factors are as follows: the navigated brainlab spine pointer used in this case for verification of the registration accuracy was found to be bent during hardware checks. A bent pointer can mislead the surgeon in regard to registration accuracy conclusions. Apparently, the resulting deviation present in the registration of the patient anatomy to navigation was not detected by the user with the necessary accuracy verification after registration and lack of continual navigation accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Note: the non-brainlab c-arm used at this surgery was already re-calibrated by a c-arm manufacturer's representative/hospital's supplier of their c-arm on (B)(6) 2024, and its corresponding new properties were calibrated to the navigation by brainlab the same day. Further, replacement of bent pointers (overall two pointers were found bent) is in progress.

Event description:
A open surgery (on (B)(6) 2023) on the lumbar spine for pars defect repair at l5, with intended placement of 2 pars screws bilateral for fixation at l5, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0.0. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the spinous process of vertebra l4. Acquired an intra-operative 3d c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified the registration using the brainlab pointer and accepted the accuracy to proceed. Determined trajectories and screw size using the navigated brainlab drill guide. Prepared the right and left lamina at l5 by drilling a pilot hole through the navigated brainlab drill guide, inserted k-wires through the drill guide into the pilot holes. Acquired an intra-operative 3d c-arm scan (with automatic image registration) to verify the k-wire placements. Determined that both k-wires deviated from their intended placement at l5 by about 2-3mm caudally at the entry point. Decided to place pedicle screws instead of pars screws at l5 due to the observed deviation. Determined new trajectories for the pedicle screws using the navigated brainlab drill guide. Placed the pedicle screws into the pilot holes without aid of navigation (also no k-wires were used). According to the hospital/surgeon: the deviation of the two k-wires placed with the aid of navigation was detected and corrected by the surgeon before finalizing the surgery (k-wires removed, and pedicle screws inserted without aid of navigation). At the end of the surgery, all screws were in their correct final positions as intended, the final outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure due to the deviation placements. There was no actual harm/negative effect to the patient reported due to the deviating placements (besides the extra drill holes made), also not due to surgery/anesthesia prolonged by about 1 hour. There were no further remedial actions necessary, done or planned for this patient due to the deviating placements; hospitalization was not prolonged either.

Event description:
A open surgery (on (B)(6) 2023) on the lumbar spine for pars defect repair at l5 , with intended placement of 2 pars screws bilateral for fixation (at l5), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra l4 . - acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed - prepared the right and left lamina at l5 by drilling a pilot hole through the navigated brainlab drill guide - inserted k-wires through the drill guide into the pilot holes. - acquired an intra-operative 3d (x-ray) scan to verify the k-wire placements inside the lamina. - determined that both k-wire trajectories, created with the aid of navigation, deviated from their intended placement at l5 by about 2-3mm caudally. - decided to place pedicle screws instead of pars screws at l5 due to the observed deviation. - used the navigated brainlab drill guide to determine the new trajectories for the pedicle screws and redrilled two new pilot holes, following by k-wires (unknown with/without navigation). - placed the pedicle screws into the pilot holes following the k-wires without the aid of navigation. According to the hospital: - the deviation of the two k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery. - the final outcome of the surgery was successful as intended. - there was no harm/negative effect to the patient reported due to the deviating placements. - there were further no remedial actions for the patient reported that would have been necessary due to the deviating placements.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's anatomy in a different position than desired with brainlab navigation involved, although: - the deviation of the two k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery. - the final outcome of the surgery was successful as intended. - there was no harm/negative effect to the patient reported due to the deviating placements. - there were further no remedial actions for the patient reported that would have been necessary due to the deviating placements. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.